Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No prime/fill anomaly noted. Device passed self test, off no power test and all operating currents tested within the spec range. Device was monitored and tested with no blank display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they are unable to exit the preparing to prime loop and insulin pump turned off. Customer's blood glucose was unknown. Customer performed troubleshooting for blank display and display returned. Customer stated that they did not receive second series of beeps nor did numbers appear on the screen. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.